Event description:
During ercp procedure microvasive lithotriptor got stuck around common bile duct stones. Soendra basket/lithotriptor was used to remove above noted microvasive basket around stones. Sales rep present during procedure - notified co equipment. Sent to microvasive.